Manufacturer narrative:
Concomitant medical devices: PICC line, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid was infusing via a trifuse to a PICC at 5.1 ml/hr. A puddle was found on the floor and the set was noted to be leaking from a tear in the silicone segment just below the upper fitment. The patient remained stable and no harm was reported.